Event description:
The customer reported that the lh500 instrument generated erroneously low cbc (complete blood count) results on one pt sample. The hematocrit result was 2.1%. The test results were accompanied by instrument-generated messages including a partial sample aspiration. The customer reran the sample in the automated (auto) mode and reported out the erroneous flagged results. The pt was said to be clinically unstable and was transported to the hospital via helicopter. Two days later the customer performed a spun hematocrit on the original sample with test results of 18%. The customer repeated the testing of the sample on the lh500 analyzer again in auto mode with hematocrit results of 2.0%, with partial aspiration error. The customer subsequently contacted the call center and was asked to run the sample in manual mode due to the partial aspiration error message. The cbc results were higher with a hematocrit parameter result of 14.0%. The customer stated that the sample appeared very watery. There was no reported change to pt treatment; however, the pt was transported to the hospital by helicopter rather than by ambulance.

Manufacturer narrative:
The root cause is unk but may be sample related. The lh500 instrument generated appropriate flags that alerted the operator to further review before reporting out test results. Additionally, as per beckman coulter inc labeling, when a sample gives the partial aspiration error the operator should: ensure the specimen tube has a sufficient amount of whole blood. Rerun the specimen in the automatic mode. If error recurs, rerun that specimen in the manual mode. Field service was not dispatched for this event. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.